Event description:
A procedure was performed using a quickdraw femoral venous cannula. During the femoral vein cannulation, the md inserted a quickdraw 25 fr femoral venous cannula in the femoral vein, through standard seldinger technique. Once the cannula was positioned, he removed the dilators and guidewire. The anesthesiologist then told him that the cannula was not positioned far enough in the superior vena cava. The md took the guidewire back from the nurse, and inserted it in the cannula. He did not realize that the blue tip of the guidewire was still on, so the blue tip went into the cannula, then in the patient's vena cava. They could not locate the blue tip. The blue tip of the guidewire is now in the patient's body, and believed to be in the pulmonary circulation. The patient is being closely followed in the ICU. There was no allegation of product malfunction with the device, as the guidewire is not to be used without it provided accessories.

Manufacturer narrative:
The product of concern remains within the patient's body. The remainder of the quickdraw was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. There is no alleged product malfunction, the device was stated to be used off indication, by not using the provided accessories when using the guidewire. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.